Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide device after an interventional stenting procedure, with a 7fr sheath. Reportedly, when the plunger was removed, no suture was connected to the needle. The foot was closed; however, the device could not be pulled back. The foot was re-opened and closed, but the device could not be removed from the patient anatomy. While manipulating the device, the guide separated. A compression bandage was applied while the patient was moved to the operation theater. A cut down was performed to remove the device and achieve hemostasis. A clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was connected to the needle¿, foot separation and guide separation were confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: first name was corrected from (B)(6) to (B)(6).

Event description:
Additional information: return device analysis identified the posterior foot was separated and not returned. Follow-up with the account confirmed that the foot separated during the procedure and was removed from the patient during the surgical procedure.